Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection passed, all tests passed within specifications. The complaint could not be replicated.

Event description:
It was reported that there was an air in line error during infusion. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.